Event description:
The customer's father reported via phone call that the customer had adhesive issues with their sensor. The father reported the needle was not sticking out and ended up sticking on to the customer. Customer's blood glucose was 319 mg/dl at the time of incident. The father also reported a hospitalization event on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 468 mg/dl at the time of admission. The father reported the customer was treated with saline for their blood glucose. Customer was also severely vomiting and experiencing chest pains from their high blood glucose. The customer's blood glucose declined to 319 mg/dl at the time of the call. The father declined to troubleshoot any further. The sensor will be returned for analysis.

Manufacturer narrative:
One opened and used partial sensor was inspected. No needle complaint could be confirmed due to the customer returning only the sensor with no needle hub. The cannula was found split from the tubing. It could not be confirmed if the customer received the sensor damaged due to returning the sensor opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.